Manufacturer narrative:
The customer's qc recovery data was requested, but not provided. The instrument alarm trace contained a sample clot detection alarm. This is an indicator of possible poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's qc was acceptable. The field service engineer verified the operation of the instrument was ok. He performed an instrument check with acceptable results. After service, the customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cea assay results for one patient tested on a cobas 8000 e 801 module. The patient¿s initial cea result was reported outside the laboratory. The patient¿s physician questioned the initial cea result, and the customer performed repeat testing on the same analyzer for confirmation. The patient¿s initial cea result was "< 0.6" ng/ml with a data flag, and the patient¿s repeat result was 36 ng/ml. The customer determined the repeat result was correct. Cea reagent lot number was 464150100 with an expiration date requested but not provided.